Manufacturer narrative:
(B)(4).

Event description:
A screw passed through the plate during surgery. It was the last screw in the plate and the surgeon opted to leave it that way.

Manufacturer narrative:
Method: complaint history review; risk assessment. Results: the returned reflex-hybrid 1 level acp size 20mm was reported to have a screw passed through it without entering the bone. The product was not returned and no lot number was provided, thus a review of the manufacturing records for this product could not be performed. This event occurred during surgery and no delay or adverse consequences to the patient was reported. The likely cause of this event is excessive angulation or off-center placement of screw causing shoulder damage to the screw (misuse of guide or freehand technique). This would cause the screw to advance beyond the plate as seen in this event. Conclusion: the likely cause of the reported event is due to excessive angulation or off-center placement of screw. However, the cause cannot be determined conclusively and is likely multifactorial in nature.

Event description:
A screw passed through the plate during surgery. It was the last screw in the plate and the surgeon opted to leave it that way.